Manufacturer narrative:
This malfunction may potentially impact staining performance. No erroneous staining result was reported by the customer in connection with this incident. No patient or user harm was indicated. Patient information has not been provided by the user.

Event description:
On the (B)(6) 2022, the customer from spain reported dispensation errors. Several slides were affected by this issue. The fse inspected the instrument and found that the syringe was loosen with the stopcock. The stopcock and syringe were replaced which resolved this malfunction. The instrument was fully operational and available for the user. Diagnostics were not altered. No harm or patient impact was indicated.